Event description:
As reported, the subject developed a type iii endoleak coming from the gore viabahn® endoprosthesis which was placed into the right gore excluder endoprosthesis limb. The subject under went an angiogram and an endoleak repair using icast for repair. Reportedly, the endoleak appeared to leak from gutter formed by interaction between internal and external right iliac artery stents.

Manufacturer narrative:
Radiographic image evaluation completed. Contrast appears within the distal portion of the right common iliac artery lesion. The origin of the contrast cannot be confirmed with available images.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Investigation in progress pending the completion radiographic image evaluation.